Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended direction. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade 4. The first clip was successfully deployed. Then the second clip delivery system (cds) was advancing to the mitral valve; however, the cds moved to an unintended direction. A decision was made to remove the cds, and the procedure continued with a new cds. Two clips were implanted reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the unintended movement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Nab7: additional information.